Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 17-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device repeatedly showing the carefusion application windows lock screen. The field service engineer (fse) dialed in to attempt a repair of the cfnapp account but was unable to resolve the issue remotely. As a result, the fse went onsite and reimaged the station. After reimaging, the station was staged and synced successfully. The station was online, fully synced, and both eset and wsus were showing green status in rss. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis station repeatedly rebooted itself. The station was observed at the cfnapp login screen. The station was rebooted, which temporarily resolved the issue. However, providers later reported that the station rebooted itself again, indicating the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.